Manufacturer narrative:
The event took place outside the united states (in finland) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to an infection. The implantation date and the revision date are unknown.